Event description:
It was reported that during an esophageal dilatation procedure, a balloon rupture occurred. A cre 8-10mm 8cm f/g had been advanced to treat an unspecified esophageal stricture. The balloon was inflated to 8mm, delated, inflated to 9mm and deflated without incident. The physician inflated the balloon to 10mm and the balloon burst at the distal end, inside the pt but "not in the scope". The balloon was able to be removed. Another cre 8-10mm 8cm f/g balloon catheter was used to complete the procedure. There were no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.